Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal would not load. The second step, where the user pushes down on the green button was simply not possible. When the green button needs to be pushed down, while the two green buttons at the bottom of the device are being held in firmly, the green button at the top would not go down at all. Even one of the registrars with big strong hands tried. It was pushed very firmly, but it was not possible to use the device. A new kit was used to complete the procedure. There were no patient effects. The product was discarded.

Manufacturer narrative:
Method: the product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).